Event description:
My right hip has been replaced 4 times, beginning with the first replacement in (B)(6) of 2004. The fourth replacement was done in (B)(6) 2009. All four were using depuy pinnacle products. The first two were metal to metal replacements while the last two had a polymer-type insert in the cup. All used the same depuy metal stem, but with different balls and cups. The first replacement, in 2004, was with all metal parts; socket, ball and stem. This replacement hip became loose from the bone (B)(6) in 2008. The cup was "banging" into the bone creating tremendous pain. The only relief I was able to get was when I sat in my recliner and took enough pain medication. In (B)(6) 2008, this first replacement was removed, except for the stent, and replaced with another all metal socket and ball. The surgeon placed several screws through the socket into the bone, for the purpose of not allowing the socket to become loose again. In (B)(6) 2008, I began having excruciating pain, again, in my right hip. An x-ray of the hip showed 1 less screw whereas a previous x-ray showed all the screws. The socket had become loose again and with the twisting movement the screws had loosened so much that one screw was "lined up" behind the other. The screws and the cup were now "banging" against the bone creating this pain. I cannot even begin to describe the severity of my pain. In (B)(6) 2008, the second replacement was removed, except for the stem. Because of the twisting of the crews there was not enough bone in this area for the third cup. It required having a "plate" connected to the "outside" of the pelvic bone with screws and cement. This replacement used a metal ball and a metal socket with a "polymer" insert. My right leg was about 1/2" shorter than my left leg after this procedure. The ball of this replacement joint began dislocating from the socket. This happened several times and each time a dr had to manually manipulate the leg until the ball was again in the cup. Needless to say, more pain. In (B)(6) 2009, I was fitted for a brace to help keep the ball in the socket. This was to allow more healing to take place while we kept the ball in the cup. The brace began around my waist and ended under my right foot. It was hinged at the waist, knee and ankle. I wore this brace for 7 weeks, 24 hours a day, except when showering. It was very uncomfortable. The day after this brace was removed, my right hip dislocated again, and the decision was made to replace my third right hip replacement and put in a fourth. In (B)(6) 2009, I received my fourth depuy hip replacement. The stem was kept, two plates were attached to the outside of the pelvic bone with screws and cement. This was to "trap" the ball and not allow it to dislocate again. This socket also has a polymer insert as did the third socket. So far this joint has not dislocated but I still have right hip pain. Needless to say, my quality of life was almost nonexistent. From (B)(6) 2008 through (B)(6) 2009, I went to doctors' visits, pharmacy pick ups, quick trips to the grocery store, and spent most of the day in my recliner. I do not know if this fourth replacement solved the problem of my right hip or not. In (B)(6) 2009, I developed a blood clot in my right femoral artery. I spent 9 days in the intensive care unit and 2 more days in a regular room. My foot was debrided twice but still had to have it amputated in (B)(6) 2010. A second blood clot formed in my right hip and in (B)(6) 2010, my leg was amputated above my knee. Another clot formed in (B)(6) 2010 and more of my leg was amputated and my abdominal aorta was replaced. I was a very sick person during this procedure and almost did not survive. My right hip may fail if and when I am able to use a prosthesis. I truly feel that the depuy pinnacle replacements were defective. I used the same surgeon for each hip replacement surgery. He continues to have a great reputation. He has since retired from doing surgery. If other pts have had more pain than I have I am glad I was not in their shoes. I have become disabled because of these joints, continuing pain and amputations. I believe I read where a hearing on these joints (especially metal to metal) may be coming up in (B)(6). I would appreciate being on a mailing list to read the conclusions of the panel. Thank you for your consideration of my experience.